Event description:
It was reported that during the implant attempt, the lead had high impedance and there was a significant amount of artifact seen on the electrogram. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.